Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the numbers on the bolus change to the max bolus amount when she presses on the down arrow key. She stated that she had requested an insulin pump without the scroll wrap feature. She was advised to pay close attention to the numbers when delivering a bolus to avoid overdelivering insulin. The blood glucose reading was 175 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.